Event description:
It was reported that this right ventricular (rv) lead had been exhibiting pacing impedances high out of range. The lead was surgically abandoned. No adverse patient effects were reported.